Event description:
Patient with orders to receive continuous IV hydration administered via cadd pump using cadd tubing set 21-7364-24 (with 1.2 micron filter). Bags are spiked, primed and air removed in the pharmacy before they are delivered to patient. Mom (and rn in clinic) reports air in IV tubing that is below the air-eliminating filter; between filter and one-way check valve with luer with tubing clamped. This same thing happens when the tubing set is replaced with a new set and fluid bag is positioned at the same level as the tubing. The cadd set 21-7364-24 high volume set has a redesigned filter that measures 1" x 1.5" and if the fluid bag is not in a vertical position, air from the filter is allowed to move in either direction in the tubing - toward the fluid bag or toward the check valve with luer (potentially the patient if tubing is unclamped and luer is attached to patient's IV access point). FDA safety report ID# (B)(4).